Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total knee surgery that the drill bit was fractured. It was being used to drill the external rotation of the femur and fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Bone screw drill bit returned and tech evaluation shows signs of repeated use and is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause can be considered as fracture due to wear and tear from normal usage. F any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.